Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles of 1 centimeter to 0.5 centimeter size. Customer stated that the air bubbles occurred after 1 and half days. Customer stated that the insulin was stored at room temperature. Customer performed high pressure test and no leaks were found. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.